Event description:
It was reported that a patient exhibited high and out of range high voltage lead impedance on their right ventricular lead, above their personal upper limit. The patient experienced no consequences and they will continue to be observed.